Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general change-out procedure, this cardiac resynchronization therapy defibrillator (crt-d) was unable to disconnect the right ventricular (rv) lead as the rv setscrew would not release properly. The physician decided to cut the rv lead and afterwards, the crt-d was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts to have it returned from the field, this crt-d was never returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.